Manufacturer narrative:
The cutter was disposed at the user facility. No product will be returned. The sterilization and lot history records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that the cutter stopped working during the procedure. The surgeon reduced the cut rate to 3,500 cuts per minute, and then the cutter continued to work for the rest of the procedure. There was no impact to the patient.